Manufacturer narrative:
(B)(4).

Event description:
It was reported that a notification alert was delivered due to the detection of low impedance during the high voltage shock. The patient experienced real tachycardia episodes in conjunction with the alert. The device was explanted and replaced. The patient was stable during and after the procedure.